Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The physician was treating an unspecified lesion with a 2.50x16mm taxus liberte stent. The sds (stent delivery system) was being advanced to the lesion when the stent edge became flared. The procedure was completed with another of the same device. There were no reported patient complications. The patient status is listed as "good".